Event description:
A pt transferred from another acute care facility for emergent cardiac cath. When attempting to deploy 2.5 x 16 taxus in the mid om lesion the device would not progress. The physician then removed the stent, however the undeployed stent remained in the patient. The vessel was subsequently dilated and two additional stents were placed. The recovery was initially uneventful until later that evening. The patient reported chest pain, became hypotensive, and suffered a cardiac arrest. The patient was not successfully resuscitated. The case was referred to the coroner who declined an autopsy. The patient was pronounced the next day.